Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no-flow during use of a buretrol clearlink solution set. This occurred while the set was being primed with an unspecified amount of factor xi complex. An unknown infusion pump was used with the device. There was no patient involvement. No additional information is available.